Event description:
A customer contacted baxter's global technical service center to report a system error (se) 2240 (indicating air in the set) with the homechoice (hc) machine. The registered nurse (rn) was not near the hc while on the phone and was unable to verify any information. (The patient was unknown.) The baxter technical service representative (tsr) explained the alarm and how to clear it. The rn stated she would just use a different hc to complete therapy and the rn would call back with any problems. Proper procedures per the user manual were reviewed with the caller. There was no patient injury or medical intervention indicated at the time of the initial report. As of (B)(6) 2010, the nurse who placed the original call was no longer with the clinic. No contact information was available and as the patient was unknown, no further information regarding the incident could be provided.

Event description:
A customer contacted beckman coulter inc (bci) in regards to two low alanine aminotransferase (alt) results generated by unicel dxc 800 pro synchron chemistry analyzer. The results were reported out of the laboratory and questioned by the physician. The customer misinterpreted results flagged with ordac lo and reported as < 5 iu/l. The customer repeated the tests by diluting the samples with saline and amended the reports with correct results. The patient treatment was not affected by the wrong results. Note: per bci instructions for use, ordac lo means the reaction exceeds the range of ordac (over range detection and correction) values that the instrument will report. Bci labeling also provides instructions how to handle and rerun the ordac lo samples.

Manufacturer narrative:
(B)(4). The device was discarded.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 was not confirmed and a sample evaluation was not performed due to unavailable sample. A root cause was not identified due to insufficient information. A batch review was not performed due to unknown lot number. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).